Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the pt received a zimmer mmc cup 56 mm/48 mm code n on the left side on (B)(6) 2010 and underwent revision surgery on (B)(6) 2013, due to "adverse reactions to metallic debris, posterior pseudo tumor and impingement between neck and cup."